Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming with a blank screen during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The operator attempted to power the device on but device would alarm with an error code shown (1660). The issue was determined to have been caused by a problem with the main printed circuit board. The cause of the issue was not confirmed.